Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR# 2134265-2011-00962, 2134265-2011-00961 it was reported that during a stenting treatment procedure, a patient death occurred. Accessed was gained through the right femoral artery. A 6fr fl4 runway guide catheter was used. The lesion being treated was located in the proximal left anterior descending (lad) artery. The physician removed "a lot" of thrombus using a non-bsc thrombectomy aspiration catheter. The vessel was hazy. The physician deployed a 3.5x12mm veriflex stent in the proximal lesion. Then attempted to deploy a second 3.5x12mm veriflex stent, but was unable to cross the lesion. The patient went into cardiogenic shock and patient death occurred.